Event description:
On (B)(4) 2014 the reporter contacted lifescan USA alleging the ot verio iq meter gave an error 1 message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.